Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had three holes in the proximal end of the cylinder from sharp instrument. The cylinder had wear at fold in the middle and distal end of the cylinder. The first cylinder had a leak from sharp instrument in the proximal end. The second cylinder was microscopically examined and had wear at fold in the middle of the cylinder. The second cylinder passed the leakage testing. The pump had contamination and was not functionally tested. The pump passed the leakage testing. The extra cylinder was also analyzed. This cylinder had a hole with a leak in the distal end from sharp instrument. This investigation is assigned a most probable conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder connector was found. The pump and left cylinder were explanted and replaced. It was noted that a cylinder was not inserted in the right side due to a urethral stricture. There were no additional patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder connector was found. The pump and left cylinder were explanted and replaced. It was noted that a cylinder was not inserted in the right side due to a urethral stricture. There were no additional patient complications.